Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was trying to connect to the implant to turn stimulation on, but they were seeing device not responding. They were successful to connect and they were then seeing all data lost, contact clinician. Their only option was to end the session. They were redirected to their healthcare provider to address the issue. Additional information was received. The rep reported that following a pocket revision the patient received a message that data was lost after going home. The caller interrogated the ins and discovered a power on reset (por). The patient did not turn the ins off prior to pocket revision. The por was cleared and the serial number was re-entered. The caller was able to then use the patient programmer to find the location of the ins, noting there was somewhat poor telemetry, possibly due to recent revision and the ins being a little deeper. Caller was able to review all the programs were activated with the handset. They did note the amplitude for the current program was 8.5 volts. The ins was turned off and information was reviewed. No patient symptoms were reported.